Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 30-nov-2024. The medical event associated with this case occurred on 15-dec-2024 which confirms the usage of the device beyond the useful life of the device. No additional investigations are required as the device met its specification lifespan. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving an unspecified low glucose sensor scan reading compared to unspecified readings obtained on a adc meter. As a result, the customer experienced symptoms described as "brain fog," dry mouth, body aches, a head ache, and experienced a seizure and was unable to self-treat due to their symptoms. The customer was put in a recovery position and given oral fluids and ice packs to cool down and given epiotic, degranol, and glucophage for treatment. There was no report of death or permanent injury associated with this event. Reportedly, a sensor reading of 2.90 mmol/dl was compared to a adc meter result of 27.80 mmol/dl. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was for 3 days. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant.